Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) electrocardiogram (ECG) detected pause episodes and incorrectly exhibited a flat line. It was suspected that the device had moved position. The device remains in use. No patient complications have been reported as a result of this event.